Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material could not be established. It may have been generated by reprocessing factors and lodged in the nozzle. The root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: gif-1200n IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's nozzle. There was no patient involved.